Event description:
The rptr stated that the surgeon partially inserted a aa4204vl plate silicone lens when the pt moved. The lens was removed. Add'l info has been requested from the user facility, but none has been forthcoming.